Manufacturer narrative:
Additional information: d9, h3, h6 h11. H11: the device was received, and a photograph of the sample was provided for evaluation. Due to the poor quality of the photo, only a dark spot with potential particles could be seen in an area circled in yellow. Visual inspection of the actual sample showed a black particle in the dialyzer header, inside the polyurethane (pur) potting material. The particle was embedded in the pur and surrounded by several bubbles. The appearance of the particulate is consistent with burnt fiber material produced during the hot blade process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the presence of the particle was determined to be related to manufacturing. Also, the device was not sorted out as intended during the visual inspection process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "foreign substance" was observed inside the header of a theranova 400 prior to use. There was no patient involvement. No additional information is available.